Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not hold on the vessel and at times the device would not fire. Another device was used to complete the case with no patient consequence. The device was discarded. No further information available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.